Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility to obtain additional information regarding the reported event. The user facility further reported that pre cleaning was done immediately at bedside post procedure. A keak test was done prior to manual cleaning with an olympus mu-1. Olympus single use brushes are used to brush the channel. There are no reported problems with the automated endoscope reprocessor and the last preventive maintenance on the oer-pro was performed in june 2018. The last reprocessing in-service was performed on january 23 and 30, 2019. There have been no changes in personnel. The staff is trained on how to properly reprocess endoscopes. An olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the user facility¿s reprocessing practice and to provide a reprocessing training if necessary. To date, the ess visit has not been finalized. The scope was sent to an independent laboratory for further microbial testing. The scope's instrument/suction channel tested positive for bacillus andreesenii. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical evaluation but the evaluation is in progress. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that the scope culture tested positive for bacillus species after it has been reprocessed in the automated endoscope reprocessor, oer-pro. There was no patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the physical evaluation. As part of our investigation, an endoscopy support specialist (ess) was dispatched to observe the reprocessing practices and to provide a reprocessing in-service training. The ess observed the reprocessing steps by the staff and indicated there were no deviations noted. A visual inspection was performed on the received condition and found evidence of light brownish stain inside the biopsy channel at the distal end side when inspected with test equipment. Additionally, there were tear marks and kinks noted inside the biopsy channel at the distal end side. The tear marks on the channel cause a leak to the biopsy channel (failed leak test). In addition, the bending section cover glue from the distal end and insertion tube side are discolored. There was no evidence of foreign stain/substance/residue noted on the insertion tube, distal end cap, elevator forcep raiser, light guide lens/glue, bending section cover and bending section cover glue. Based on the evaluation the cause of the brownish stain inside the biopsy channel is most probable due to improper reprocessing. The cause the tear marks and kinks to the biopsy channel is due to mishandling. The cause of the discolored bending section cover glue is due to the chemical damage. The scope was repaired and returned to stock.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the aware date.